Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering up and offline in remote support service. The customer tried to reboot the station, but the issue persisted. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering up and offline in remote support service. A field service engineer identified that drawer 4-1 had a drawer controller testing out of range; replaced the drawer controller, reconfigured the drawer, and verified proper operation by testing the system using the hardware test application and the dispensing application. The system functioned as intended after the field service engineer repaired the device.